Manufacturer narrative:
Section age, weight, event, catalog. Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a pump stop due to depleted external batteries and the external backup battery. The submitted log file contained data from 05jun2109 through 29jun2019. The pump¿s fixed speed was set at 9600 rpm and pump power, estimated flow, and average pi typically ranged from 5.1 to 6.4 watts, 3.6 to 5.8 lpm, and 2.8 to 8.1, respectively. There were low battery hazard alarms on (B)(6) 2019 at 2:23:22am and (B)(6) 2019 at 12:40:34am that resolved when the patient exchanged to fully charged batteries. On (B)(6) 2019 at 10:40:14pm a low battery advisory alarm was active. Approximately two hours later, the alarm was followed by low battery hazards, no external power alarms, and then the external backup battery was engaged. The pump remained in power save mode until the ebb depleted and the pump stopped an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated that his brother had his backup equipment, and that he was not able to get in touch with him to provide battery power. Patient did not notify vad coordinator until pump had been off for ~1 hour. Patient was discharged on hospice. No further information provided.

Manufacturer narrative:
Age and weight requested and has not been provided. Approximate age of device - 3 years & 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported patient presented with waveforms showing that his pump stopped on (B)(6) 2019. The log file captured a no external power event on (B)(6) 2019 at 10:26. On (B)(6) 2019 at 1:41 and again on (B)(6) 2019 at 0:09 low battery hazards events occurred due to the patient not responding to the prior low battery advisory. On (B)(6) 2019 at 0:28 09 a low battery hazard event occurred due to the patient not responding to the prior low battery advisory. The external batteries were allowed to drain & the external backup battery(ebb) operated the system for ~ 2 hour before it was also drained. At this point the controller and pump stopped operating and the controller clock reset to the default time of 1/1/2001 1:00. Since the controller¿s clock reset to the default timestamp of 1/1/2001 1:00 due to the system losing all power we are unable to determine the length of time the pump was off. Once adequate power was restored the pump returned to operating at the set speed of 9600 rpm. The file ends with another low battery hazard due to the patient not responding to the prior low battery advisory. The time of this event is unknown because the clock is still at the default time of (B)(6) 2001 1:00. The patient sleeping on battery power appears to be the cause of these issues. Noted these occur at times when patient is likely sleeping. No further information provided.